Manufacturer narrative:
The device history record for the reported lot number, aa4286n18, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress for the reported lot number. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device not returned.

Event description:
This is the second of two reports for the same patient involving two separate products. Refer to report 9611594-2015-00140 for the first report. A report was received from (B)(6) stating the low-profile transgastric-jejunal enteral feeding tube ruptured. The patient was admitted to hospital. An x-ray film revealed a redundant loop of tubing was observed in the patient's stomach . Two days later a contrast study procedure noted a ruptured tube just below the balloon inside of the patient's stomach. The product was in use for 12-days prior to the event. According to the caregivers the feeding tube was flushed every 4-6 hours. The enteral feeding balloon was filled with 5mls of distilled water. No additional information was provided in regards to the patient's status and the outcome of the procedure.